Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility it was observed that the tip of the device is broken off. There is potential for infection if the device breaks during a procedure. There were no clinically significant delays or known effect to the patient related to the reported event.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility it was observed that the tip of the device is broken off. There is potential for infection if the device breaks during a procedure. There were no clinically significant delays or known effect to the patient related to the reported event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.